Manufacturer narrative:
Reference associated MDR 1627487-2018-12570.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced and additional leads were implanted. Reportedly, effective therapy was obtained after surgery.

Manufacturer narrative:
Corrected to reflect accurate MDR references and clarification of reported event. Corrected to scs lead. Model 3186: scs lead. Corrected the initial reporter to the physician/surgery. Physician. PMA/520(k): p010032. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-12570. It was reported during ipg replacement surgery on (B)(6) 2018, (reference MFR. Report#1627487-2018-12578) the physician was unable to connect the existing leads to the ipg due to high impedance values on all contacts. As a result, two additional leads were implanted in place of the existing leads. Reportedly, impedance values returned to normal limits after the procedure thus resolving the issue.